Event description:
Fractured and retained wire: procedure peripheral angiogram with intervention performed by dr. (B)(6) to the lle (left lower extremity). Confianza asahi wire broke and broken piece of wire was not retrieved. Wire retained in the left leg procedure. Md (B)(6) was aware and did not proceed to attempt retrieval as per his discretion. Patient remained stable throughout procedure and post procedure, no c/o (complaint of) pain reported. Retained wire visible as per fluoro imaging of procedure.